Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not removing air from the cartridge prior to filling it. Tandem technical support educated the customer on proper load procedures. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.